Manufacturer narrative:
Concomitant medical products: product ID w1dr01 ipg, implanted: (B)(6) 2019; product ID 5568-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection and pocket erosion. The patient was treated with antibiotics and a new ipg system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.